Manufacturer narrative:
This report (B)(4) captures the event of multiple rectal wall infiltrations. However, the exact number of times that the event occurred is unknown. If additional information is received clarify the exact number of events, additional medwatch reports will be sent to the FDA. Block b3: the complainant reported different procedure dates. (B)(6) 2023, was choose as an approximation. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue devices were implanted during spaceoar vue implant procedures most recently on (B)(6), 2023. The procedures were performed under general anesthesia. From these procedures around 35 patients were identified with rectal wall infiltration of the hydrogel. All the cases were considered mild rectal wall infiltration. None of the patients reported symptoms due to this event. They were planned to receive different types of radiation treatments from stereotactic body radiation treatment to moderate hypofractionation.